Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: patient had vena cava filter deployed between the left and right renal vein without complications. Approximately 2 ½ years post filter deployment, patient presented with pain and bulge in the area where the filter was placed and was scheduled for filter retrieval; however, the retrieval was canceled. Approximately 2 years and 8 months post filter deployment, CT of the abdomen and pelvis showed filter located at the origin of the right renal artery and multiple tines of the filter extend well beyond the ivc lumen, some into the right renal hilum and renal parenchyma and other tines extend into the right anterior l2/3 intervertebral disc. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two years and four months post filter deployment, filter removal was scheduled as the patient presented with pain and a bulge in the area where the filter was placed. Approximately two year and five months post filter deployment, patient states filter removal was canceled. Approximately two year and seven months post filter deployment, CT of the abdomen and pelvis showed ivc filter located at the origin of the right renal artery and multiple tines of the filter extend well beyond the ivc lumen, some into the right renal hilum and renal parenchyma and other tines extend into the right anterior l2/3 intervertebral disc. Therefore, based on the provided medical records, the investigation is confirmed for migration and perforation of the ivc wall. However, the investigation is inconclusive for any removal difficulties as no removal attempt was provided in the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter migrated to the origin of the renal vein and perforated out of the ivc extending into the right kidney and the right l2/3 intervertebral disc. Reportedly one unsuccessful invasive surgery was performed in an attempt to retrieve the device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years three months post filter implantation, a computed tomography (CT) of abdomen and pelvis was performed for right lower quadrant abdominal pain due to patient reporting lower back pain, left leg pain and the study showed that the inferior vena cava filter was located right at the origin of the right renal artery and therefore the inferior vena cava filter had migrated to the origin of the right renal vein. Also, multiple tines of the filter extended well beyond the inferior vena cava lumen, some of them poked into the right renal hilum and renal parenchyma and other tines extended into the right anterior l2/l3 intervertebral disc. After nine years from computed tomography (CT) scan study, an ultrasound of abdomen and pelvis was performed to check for inferior vena cava filter migration/removal. The study showed an inferior vena cava filter was not identified however a good portion of the inferior vena cava was not seen with confidence. In terms of assessment of the filter position, as the patient had previous radiographs appeared that the filter was tilted and to be at the approximate level of the renal hila at the expected level of deployment, l2-l3. Therefore, the investigation is confirmed for migration and perforation of the inferior vena cava (ivc) wall. However, the investigation is inconclusive for any removal difficulties as no removal attempt was provided in the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter migrated to the origin of the renal vein and perforated out of the inferior vena cava extending into the right kidney and the right l2/3 intervertebral disc. Reportedly one unsuccessful invasive surgery was performed in an attempt to retrieve the device. The current status of the patient is unknown.